Manufacturer narrative:
The insulin pump was received with no battery in the battery tube. The insulin pump was unable to prime during prime/a33 test due to faulty fsr (gold). Occlusion and excessive no delivery test were unable to be performed due to the prime/fill anomaly. The insulin pump passed the basic occlusion and displacement test. Cracked display window, cracked case near display window corners, cracked reservoir tube lip and cracked battery tube threads were noted during visual inspection.

Event description:
It was reported that the customer passed away on (B)(6) 2013. The cause of death was cardiac arrest. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected on (B)(6) 2013. The caller agreed returning the insulin pump for analysis.